Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with signal too low, unexpected restart, and excessive no delivery alarms. The patient's blood glucose at the time of incident is unknown. The cannula was not bent. The no delivery alarms persisted despite reservoir and infusion set changes. The insulin pump was not returned for analysis.